Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "bad sensor #2," which was not reproduced. During a review of the event history log several air in line alarms were found, which were determined to be the issue the reported symptom was referencing. Evaluation found the ultrasonic sensor fluid readings to be low and the upstream sensor to be the failing component. The upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump had a "bad sensor #2". It was also reported there was no patient involvement.